Manufacturer narrative:
Pt's wife reported husband kept getting infections with frequency 55 toric lenses. Method: no lot info, no lenses, no device info, no examination of device were provided which could indicate if the device caused or contributed to the incident. Result: there is no direct causal relationship established between the medical device and the incident the pt complains of. Conclusion: no conclusion can be drawn. This is being reported as an unconfirmed infection. Should further info be provided that would change this conclusion, an update to this report will be provided within one month of receipt of the add'l info.

Event description:
Pt's wife reports her husband kept getting infections while wearing frequency 55 toric lenses. Attempts to contact the pt's wife for more info; have been made with no reply.